Event description:
It was reported that the implant at tooth site #21 lost integration and was removed. Another implant was placed. Doctor indicated non integration.

Event description:
It was reported that the implant at tooth site #21 lost integration and was removed. Another implant was placed. Doctor indicated non integration.